Event description:
It was reported by the customer that the pin broke within the device. No other info was provided by the user facility.

Manufacturer narrative:
The device is available for evaluation. However, it has not yet reached the manufacturing site for investigation. A follow up report will be filed if the device is returned back to the manufacturer.